Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the leak tester problem could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct information to section d10.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
While speaking with the olympus technical assistance center (tac), the customer reported to olympus, that during preparation for a diagnostic colonoscopy procedure, the evis exera iii video system center, while being used in combination with the olympus flexible scope, presented with a b30 (scope communication) error message. The customer used a third party for repairs. The intended procedure was cancelled and successfully completed the next day. There were no reports of patient harm associated with this event. Subsequently, the customer¿s biomedical engineer (biomed) determined that the problem was with the olympus flexible scope and not the evis exera iii video system center. After further troubleshooting, biomed was able to determine that the error code was due to a problem with the leak tester. The device will not be returned. This complaint is related to patient identifier: (B)(6) (olympus flexible scope/ model #:unknown/serial number: unknown)